Event description:
The customer reported that all four screws attaching to the mlc upper wedge to tray, sheared while the therapist was removing tray from wedge mount. There was no evidence of misuse, or of the wedge assembly having been dropped. The therapist stated that she had occasionally had to tighten the screws before use. There was no injury to pt or user as a result of this event, and no pt data was provided.

Manufacturer narrative:
The broken screws were unfortunately discarded on site and were not available for analysis. This wedge was in clinical use for 9 years. In previous reports of sheared retaining screws on wedge trays, varian has determined that the failure was due to the mounting screws becoming loose, allowing the wedge to move on the tray, and the weight of the wedge gradually causing the screws to fatigue. The user report that they were tightening the screws occasionally, supports that hypothesis in this case. Varian is currently preparing a customer technical bulletin to re-emphasise the steps users should take to maintain their wedges, and how to detect that they may be nearing the end of useful life. No further follow-up to this MDR is expected.